Event description:
Customer reported that the insulin pump had been run over by a car. Customer was not involved in an auto accident. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
Insulin pump had a cracked and bleeding lcd glass noted. Torn keypad overlay was noted. Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked end cap and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.